Event description:
This is a case, which was reported to baxter (B)(4). The complaint refers to an incident involving a accusol 35 5000ml. The reporter states that whilst a patient was receiving haemofiltration therapy and had been doing so for at least a week on several line sets and different aquarius machines, the predilution lines were noticed to be cloudy just before it enters the blood circuit at approx 68-72 hours . Between 10-20mmol of potassium chloride (kci) had been added to a 5l bag of accusol, no medication was reported to have been received through the lines. The lines were discontinued at approx 90 hrs old. There was no visible cloudiness on the (B)(6) 2010 as confirmed by (B)(4). No adverse events were reported. No patient injury has been reported / confirmed by the customer.

Manufacturer narrative:
(B)(4). No sample was returned, so no evaluation could be performed. The lot number was not provided; therefore a batch review was not conducted. A trend review was completed and there was no significant trend. Analysis of samples for previous complaints for this issue confirms that the precipitates consist of calcium carbonates. Baxter has focused on tighter control of the solution manufacturing process and reducing manufacturing variability. A revised specification for solution ph has been implemented and only batches that meet a revised ph limit of 7.3 are released. A caution in use notification was issued to customers and hospitals outlining appropriate actions to take when precipitates are identified. Also, the direction insert for the product has been updated to provide additional user instructions. Baxter continues to work on the solution formulation to optimize its performance and reduce the likelihood of precipitate formation. This includes the evaluation of alternative raw materials including sodium bicarbonate. A number of trial batches using these alternative materials have been produced and are currently being evaluated.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been requested from the customer and has been reported to be available, but has not been received by baxter for evaluation yet. A follow-up report will be submitted should additional information become available.